Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a superficial femoral artery procedure the introducer was disconnected from the ring resulting in heavy bleeding for the patient. Another introducer was then successfully used to complete the procedure. No further consequences were reported. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Title: pharmacy assistant. (B)(4). From updated information: "the patient experienced adverse effects due to this occurrence. As cc form: important patient bleeding". Investigation - evaluation a review of the complaint history, drawing, device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. One used kcfw was returned for investigation with the check-flo assembly separated from the sheath. The dilator was returned as well, but was not inserted into the sheath. The flare was found to be out of round, with a ruffled appearance. Also, white stress marks were observed on the interior of the flare. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the visual inspection of the complaint device, it is feasible to suggest that the device received force beyond it's intended design. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
It was reported that during a superficial femoral artery procedure, the introducer was disconnected from the ring, resulting in heavy bleeding for the patient. Another introducer was successfully used to complete the procedure. No further consequences were reported. The patient did not require any additional procedures due to this occurrence.